Manufacturer narrative:
This product is not marketed in the u.s. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.50/5.00/95 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 refractive surprise was noted. Lens remains implanted, patients current condition is good, bcva 20/20. If additional information is received a supplemental medwatch report will be submitted.